Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure with the target vessel at the right middle cerebral artery (mca), the physician positioned the sofia® plus 6f intermediate catheter (microvention-terumo), brought up the microcatheter overhead of the occlusion and pushed the 5 x 33 embotrap ii revascularization device (et007533 / 18l210av) up to the occlusion. When the physician attempted to withdraw the microcatheter, he felt a strong resistance and stated that he had never had friction before with the microcatheter and the embotrap. When he tried to pull the embotrap into the sofia catheter, he also felt friction and was not able to pull the embotrap device further into the sofia catheter. As a result, the physician pulled the whole system out of the patient. Outside the patient¿s anatomy, the physician was still not able to pull the embotrap device back into the sofia catheter. It was reported that the embotrap device was completely ¿stuck¿ inside the sofia catheter; the physician was not able to push the embotrap device out of the sofia catheter. The physician suggested that this was caused by the difficult anatomy of the patient. It was reported that the device was prepped and handled in accordance with the instruction for use (IFU); continuous flush was maintained through the catheter and the physician did not apply excessive force at any time during the case. The event did result in an approximate 5 to 10 minutes delay in the procedure. There was no report of patient injury or adverse event associated with the event. The product was returned for evaluation. The investigational finding is documented below. Images were returned for analysis and physician review by third party was performed: ¿based on the reviewed images, there are no embotrap malfunctions. The embotrap is successfully deployed into the right mca. Prior to retrieval of the embotrap, the mc needs to recapture the proximal part of the embotrap. This I have found to be the case when using the sofia intermediate catheter. The sofia ic has an extremely soft tip and is floppy. When suction is applied, it tends to ovalize instead of maintaining its round shape. Additionally, the embotrap is an open-cell design as oppose to the trevo or solitaire, which are closed cells. I believe that if you do not recapture at least up to the first cage of the embotrap w/ the mc, then the cages of the embotrap will get caught up on the sofia because of its open-cell design. The trevo and solitaire closed cell design will allow them to collapse. This is the reason why I believe the operator felt the friction when pulling the et into the sofia. If the operator recaptured the proximal part of the et with the mc, I believe he would have had success in retrieving the device into the sofia ic.¿ investigation summary: the initial examination of the returned embotrap device did not indicate the presence of any gross damage. It was noted, however, that two (2) floating crowns on the second segment of the device were entangled which can occur with excessive handling or manipulation of the embotrap device. The returned embotrap device was successfully retracted into and advanced from a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ and 0.027¿ microcatheters. The retraction and advancement of the returned embotrap device (with floating crowns of second segment still entangled) did not result in high forces or issues. The visual inspection also indicated that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A rapid transit 0.021¿ microcatheter (cerenovus) was also returned along with a sofia plus 6fr (microvention -terumo) intermediate catheter. Visual inspection of rapid transit 0.021¿ microcatheter indicated no damage. Visual inspection of the sofia plus 6fr intermediate catheter showed that the distal tip of the sofia plus was ovalized and partial delamination of the circumferential split marker band was noted at one of the terminal ends. Closer examination of the lumen at the distal end of the sofia plus return intermediate catheter indicated that the marker band delamination was protruding (and potentially occluding) the lumen. A triaxial system was setup, using the returned devices (sofia plus, rapid transit & embotrap) and insertion, deliverability and deployment assessments through the microcatheter were successful and did not indicate any high forces or issues. Retraction of the returned embotrap device through the sofia plus return intermediate catheter resulted in a partial system ¿lock up¿ while attempting to retract the fifth and final segment into the lumen of the sofia plus. Application of significant force was required to fully retrieve the device into the lumen of the sofia plus, with noted deformation of the distal end (or ¿snaking of shaft) of the sofia plus. The procedure above was attempted with a previously unused embotrap device (lot no. 16k029av) and the system again ¿locked up¿; however, this time the application of significant force was not able to resolve this, and the previously unused embotrap could not be successfully retrieved through the sofia plus return intermediate catheter. Visual inspection, under magnification, of the embotrap device being retrieved into the distal tip of the sofia plus intermediate catheter indicated potential engagement of the cells/struts of the embotrap device with the marker band edge which had delaminated and protruded into the lumen of the sofia plus. When the triaxial system was setup using a previously unused sofia plus 6fr intermediate catheter (lot no. 18092056z) the returned embotrap device (with floating crowns of second segment still entangled) was successfully retrieved into the lumen of the sofia plus and retracted through the length with acceptable force and no notable issue. This procedure was repeated a total of three (3) times with successful retrieval of the returned embotrap device through a previously unused sofia plus intermediate catheter. A review of manufacturing documentation associated with this lot (18l210av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: there is no indication that this complaint was as a result of a defect with the embotrap device. Visual inspection of the sofia plus 6fr intermediate catheter showed that the distal tip of the sofia plus was ovalized and partial delamination of the circumferential split marker band was noted at one of the terminal ends. Closer examination of the lumen at the distal end of the sofia plus return intermediate catheter indicated that the marker band delamination was protruding (and potentially occluding) the lumen. Additionally, retraction of both the returned embotrap device and a previously unused embotrap through the sofia plus return intermediate catheter resulted in high forces and system lock ups notably at approximately the same locations. Comparison retraction assessments were performed using a previously unused sofia plus intermediate catheter (lot no. 18092056z) and the returned embotrap device with successfully retrieval of the device into the lumen of the sofia plus and retraction through the length with acceptable force and no notable issues. This procedure was repeated a total of three (3) times with a similar successful outcome. The reported withdrawal difficulty was confirmed during functional analysis. The root cause of the complaint is the sofia plus return intermediate catheter had damage present in the form of a partial delamination of the circumferential split marker band at the distal end of the sofia plus. This resulted in protrusion of the marker band into the lumen which could occlude the lumen to an extent that during retraction the cells/struts of the embotrap device could engage or interact with the marker band edge resulting in high retraction force and potential system lock-up. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The following sections were corrected: d.3 and g.1. The following sections were updated: g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 3/14/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Concomitant med products: sofia® plus 6f intermediate catheter (microvention-terumo). (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Images were returned for analysis and physician review by third party was performed: ¿based on the reviewed images, there are no embotrap malfunctions. The embotrap is successfully deployed into the right mca. Prior to retrieval of the embotrap, the mc needs to recapture the proximal part of the embotrap. This I have found to be the case when using the sofia intermediate catheter. The sofia ic has an extremely soft tip and is floppy. When suction is applied, it tends to ovalize instead of maintaining its round shape. Additionally, the embotrap is an open-cell design as oppose to the trevo or solitaire, which are closed cells. I believe that if you do not recapture at least up to the first cage of the embotrap w/ the mc, then the cages of the embotrap will get caught up on the sofia because of its open-cell design. The trevo and solitaire closed cell design will allow them to collapse. This is the reason why I believe the operator felt the friction when pulling the et into the sofia. If the operator recaptured the proximal part of the et with the mc, I believe he would have had success in retrieving the device into the sofia ic.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure with the target vessel at the right middle cerebral artery (mca), the physician positioned the sofia® plus 6f intermediate catheter (microvention-terumo), brought up the microcatheter overhead of the occlusion and pushed the 5 x 33 embotrap ii revascularization device (et007533 / 18l210av) up to the occlusion. When the physician attempted to withdraw the microcatheter, he felt a strong resistance and stated that he had never had friction before with the microcatheter and the embotrap. When he tried to pull the embotrap into the sofia catheter, he also felt friction and was not able to pull the embotrap device further into the sofia catheter. As a result, the physician pulled the whole system out of the patient. Outside the patient¿s anatomy, the physician was still not able to pull the embotrap device back into the sofia catheter. It was reported that the embotrap device was completely ¿stuck¿ inside the sofia catheter; the physician was not able to push the embotrap device out of the sofia catheter. The physician suggested that this was caused by the difficult anatomy of the patient. It was reported that the device was prepped and handled in accordance with the instruction for use (IFU); continuous flush was maintained through the catheter and the physician did not apply excessive force at any time during the case. The event did result in an approximate 5 to 10 minutes delay in the procedure. There was no report of patient injury or adverse event associated with the event. It was reported that the product is available to be returned for evaluation and analysis.